Event description:
It was reported that there was an inquiry on whether there is a way to test the device alone to see if an out of range impedance is due to device malfunction. The device remains in use. Follow-up attempts have yielded no further information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.